Event description:
Pt's family member called rptr to say line delivering chemo (5fu) was leaking. They were instructed to turn off pump. Rn visited asap. Determined leak to be at plastic seam of add on filter where blue and clear plastic pieces connect.